Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the s1 drg lead had high impedances on all contacts 5-8. X-rays confirmed that the lead was fractured. As such, surgical intervention was undertaken wherein the s1 lead was replaced. Effective therapy was restored.